Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 5 years and 4 months have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred due to the following causes. - measuring pressure indicator of the front panel of the subject device was not displayed since the led element was broken due to aging degradation. - the subject device did not work since the circuit board was broken due to aging degradation.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the indicators on the front panel of the subject device went out. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and the subject device was the following condition. - measuring pressure indicator of the front panel of the subject device was not displayed fully. - when pressure is detected, the subject device did not work temporarily due to a circuit board failure. A supplemental report will be submitted, if additional or significant information becomes available at a later time.